Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with a kidney infection and experienced hypoglycemia while in the hospital for 9 days. The patient's blood glucose levels reached 49 mg/dl while wearing the pod between 4 and 24 hours at the infusion site (abdomen). Insulin was suspended every two hours and resumed the next day. The pod was removed after 1-2 days when it expired. The patient was treated with antibiotics, prednisone, and benadryl. Two cat scans and several x-rays were performed. Two shots of dextrose and other foods were administered in the emergency room (ER). The patient was prescribed some creams for skin breakdown acquired in the hospital, acetaminophen for pain, probiotics and antibiotics. The patient uses u-500 insulin which is off-label usage.